Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There contrast and blood in the inflation lumen and balloon. There were numerous kinks throughout the hypotube and shaft of the device. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, two streams of water emitted from the balloon wall. The balloon was microscopically examined and two pinholes in the balloon wall in the proximal balloon cone were revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that balloon leak occurred. The target lesion was located in the distal right coronary artery (rca). A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon failed to increase in pressure and contrast was observed exiting the mid section of the uninflated balloon. Multiple attempts were made to inflate the balloon, but it still failed to increase in pressure. The device was removed from the patient and the procedure was completed with another emerge balloon catheter. No patient complications were reported. However, returned device analysis revealed balloon pinhole.